Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 88 mg/dl at the time of incident. Customer stated that the insulin pump act was unresponsive. Customer reported that the insulin pump was kept in her back pocket. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also mentioned that the insulin pump was flashing a black screen and it went blank. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. No frozen screen or blank display noted during test and time clock advances properly. Pump received with minor scratched lcd window, cracked case at the display window corners, stained end cap sticker and cracked reservoir tube lip.